Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack in case. The customer is hold together with tape. The customer stated the drive support appears normal. Customer doesn't know how the damage occurred. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and scratched reservoir tube window.